Event description:
As reported to medtronic ers, crews responded to a cardiac arrest, the patient was asystole when attached to the device. When an attempt was made to pace the patient device indicated connect cable and use of the device was inhibited. The crew removed the therapy cable and noted the broken pin. The responding captain arrived on scene and his cable was attached on scene and his cable was attached to the device. The patient was successfully paced. When the patient was successfully paced. When the patient was transferred to the hospital, the patient wa sin a normal sinus rhythm. Medtronic received no reports of adverse affects to the patient as a result of device operation.